Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was evaluated where no abnormalities were found though there were several technical defects such as leakage from joint at air/water nozzle, objective lens scratched, body scratched. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. When olympus culture tested after reprocessing in accordance with the instructions for use before repair, growth of microorganism was not confirmed from channel rinsing water. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled and the results were determined to be conforming. The obtained results are in conformance with the requirements. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. The customer uses detergent franklab ddn9 during manual cleaning and brushes the operating/suction channel, suction piston, operating channel port, balloon channel and the distal end/area around the elevator. The customer uses brushes manufactured by (B)(4) (nova clean), gi UK medical (reference (B)(4)) and medline (reference brush1). The scope was not manually disinfectant. The customer uses an automated endoscope reprocessor (aer) manufactured by cantel along with detergent intercept plus (ml02-0145) and disinfectant rapicide pa (lm02-0115). According to the customer, the aer was also tested but the results were not provided. The scope is stored in cabinet without a drying function. Olympus is the customer¿s maintenance company. The scope was not sterilized. The device evaluation is currently in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the biopsy channel on the evis exera iii colonvideoscope tested positive for 99 colony forming units (cfus) of enterobacter hormachei and one (1) cfu of pseudomonas putida during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.